Event description:
Customer informed us on april 14 that one of our products could not be used in a procedure because a component had come loose.

Manufacturer narrative:
An exact cause for the missing components cannot be determined at this time with the current state of information. The detected deviation (missing components and a corresponding loose handle) cannot remain undetected by the user during the functional and safety inspection of the product prior to use, as specified in the product's IFU. No patient was injured in this event, but due to the potential risk we decided to report this case. Further information on the problem described as well as on any safety and functional tests carried out on the product before use and the exact point in time at which the problem was discovered was requested. Any new information and/or findings, if received, will be presented in a follow-up report.